Event description:
Reporter noted low vacuum during vitrectomy at beginning of surgery. Changed cassette and probe with no improvement. Closed eye; aborted case. Follow-up noted patient brought back in 09/2002; found they had problems again. Increased vacuum and completed case as planned.